Manufacturer narrative:
The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg would unexpectedly turn off in random intervals. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.